Manufacturer narrative:
(B)(4).

Event description:
Procedure: lipoma. According to the reporter: the needle shaft of the suture broke and detached from the needle driver and it was lost in the wound. The incision had to be extended more than 2.5 cm (1 inch) in order to find the needle. The needle was found and removed from the patient but in the process the surgeon was punctured with the needle. The surgeon did not need any further treatment due to the needle stick. In order to proceed with the surgery they used a new suture from the same lot with no further issues. There was more than 30 minutes delay to the surgery. There was no bleeding.